Event description:
It was reported that the patient presented to the emergency department with the hiccups. It was noted that the right ventricular (rv) lead was not sensing the intrinsic rate and was pacing below the programmed lower rate. There were also high thresholds and oversensing. A chest x-ray was performed and was found that the lead had migrated. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).